Event description:
Procedure type: inguenal hernia repair. According to the reporter: seal for trocar broke off intra op-leak of co2. Replaced with another trocar. There was no report of unanticipated blood/tissue loss, or extended operating room time. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
(B)(4).